Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained occurrences of power on reset. The threads on both the battery compartment and cap were found to have damages. Moisture was evident inside the battery compartment and under the battery cap. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. A leak test showed a leak where the battery compartment crack was located. The pump casing was opened and no additional evidence of moisture intrusion was found in the pump interior. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had intermittent power issue and the battery compartment was cracked with evidence of moisture in the compartment. It was reported that there was no damage to the battery cap and the cap was able to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.